Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed "under delivery" alarm during testing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal intact and battery compartment was cracked. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. The pump was slightly under delivering but within the published plus or minus 6 percent specification. Expulsor was replaced to bring the delivery into a more nominal range.